Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device displayed an e6 error code. There were no delays to the planned surgical procedure. A spare device was available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device displayed an e6 error code one minute into testing. It was also observed that the device had a damaged red wire and a cracked flex circuit. Therefore, the reported condition was confirmed. It was determined that the damaged wire was caused by the wire rubbing on the hose brace during use. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.